Manufacturer narrative:
The device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown; therefore, a review of the manufacturing documentation could not be performed. The most probable root cause is considered anticipated procedural complication, as this event is a known physiological effect of the procedure and is noted within the dfu. (B) (4). Product not returned for analysis.

Event description:
(B) (4) - peripheral cutting balloon registry it was reported in (B) (6) of 2005 the patient underwent treatment with the peripheral cutting balloon device for one lesion. The lesion was in the femoral artery; the lesion was non-tortuous, with mild calcification. The reference diameter was 5.0mm; length was 20mm. Pre-procedure 80% stenosis, post-procedure 0% stenosis. The number of inflations, time and maximum inflation pressure was not provided. Pain perceived during the procedure was evaluated as similar to conventional dilatation. In (B) (6) 2005, angiographic restenosis, thrombosis was reported. The target lesion was found to be non-patent. Surgery was performed. No additional follow up information is provided.